Event description:
It was reported that intermittent atrial undersensing was noted on the right atrial (ra) lead causing classified termination of ongoing atrial tachycardia/atrial fibrillation (at/af).  The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.